Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, d6b, h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported "rupture". Later healthcare professional reported "lump". Later healthcare professional reported by returned good authorization "any creases". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaints are: ¿ crease / folding of implant: observed ¿ rupture: observed an opening assessed as surgical damage. No additional observations performed on the device. No further actions are required. Additional, corrected and/or changed data: b.5, d.9, h.3, h.6.